Event description:
During an event the neuroform2 microdelivery stent systemcould not be deployed in the internal carotid artery because the stabilizer did not move after half of the stent had come out. The system was removed but the stent jumped into the guiding catheter. The guiding catheter was removed, but the physician was not able to find the stent. No complications with the pt were reported to have occurred.

Manufacturer narrative:
The subject device is currently in the process of analysis by the MFR.